Event description:
During the index procedure the patient had one resolute integrity drug-eluting stent implanted in the cx. It is reported that 21 days post index procedure the patient had an mi which was not related to the target lesion. The patient was treated with medication, ptca and a coronary thrombectomy. Event was not assessed for relatedness to device.

Manufacturer narrative:
Results: myocardial infarction. Conclusions: myocardial infarction. (B)(4).